Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2005. Revision procedure was performed on an unknown date due to the locking screw coming loose. No further information has been received.